Event description:
The event involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in where white threads inside the air chamber was reported. No drug was involved in the event. There was no patient involvement or patient harm reported.

Manufacturer narrative:
(B)(6). The device is available for evaluation- it has not been received. The investigation is pending.